Manufacturer narrative:
(B)(4). G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been retained by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument, the instrument fractured inside the patient's bone. The surgeon decided to not remove the fractured piece of the instrument and instead implanted a screw into the drill hole. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. H6: component codes: mechanical (g04)- drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.